Event description:
On 12/21/99 it was brought to facility's attention that an adverse reaction had occurred. The event involved a female scientist who wore latex gloves and experienced itching hands and red eyelids with acute left eye swelling.